Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, was suspected of premature battery depletion (pbd). The right ventricular (rv) lead exhibited high thresholds, resulting high outputs that reduced battery longevity. In addition, the right atrial (ra) lead exhibited noise with oversensing and pacing inhibition. Subsequently, the entire system was explanted and replaced. No additional adverse patient effects were reported. The available information indicates this pacemaker will not be returned as it was retained by the explanting hospital.